Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not available for return and evaluation per the customer. The root cause for the stenosis remains indeterminable at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted 13 years and nine months was explanted due to moderate to severe stenosis. The explanted device was replaced with a 21mm bioprosthetic aortic valve. Post-operatively, the transesophageal echocardiogram showed that all areas of the left and right ventricle were moving, there was no residual or paravalvular regurgitation and the valve prosthesis functioned well. It was also noted that the patient underwent a tricuspid valve repair with a 26mm annuloplasty ring and a mitral valve repair with a 26mm annuloplasty ring due to regurgitation. The patient was transferred to the ICU in stable condition at the end of the surgery.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.